Manufacturer narrative:
(B)(4). The pump was received with a blank display due to broken battery tube threads. The broken battery tube threads will not allow the battery cap to proper secure on the pump. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery compartment was cracked and chipped. The customer stated that the reservoir did lock into place. No harm a medical intervention was reported. The insulin pump will be returned for analysis.